Event description:
Had lasik in 2002. Before -4.5 and -5.25 eyesight. After had 20/20 and better sight. Experienced halos and starburst that increased over the years which I learned to live with. Night vision less but good enough. In (B)(6) 2015 went to doctor complaining of new floaters in rt eye. Took extensive pics etc and sent home with instructions to contact if worse. In 2016, I experienced a fast evolving deterioration of rt eyesight like a veil over the eye. Started as seeing small specks, round with dark centers, that I took to be blood cells from my own observance. I immediately contacted an optic surgeon and had laser performed on rt eye to seal smaller tear non detached. Two days later the rt eyesight experienced complete "veiling" and the surgeon performed a vitrectomy due to a small vessel bleed that caused the overall problem. Since then my rt eye has gone from 20/30 after vitrectomy down to -3? My left eye is now experiencing floaters that were never present before along with a veil/jelly mass within my left eyesight. Overall lasik was/ is a good life changer for one who wore glasses since (B)(6)). I am considering that age/predisposition from myopia is a root cause but am concerned that lasik does have a detrimental effect on pressures and eye structure that were not known or communicated when I had the procedure 14 yrs ago by dr. (B)(6)).